Event description:
The customer reported a leak inside the coulter hmx hematology analyzer w/ autoloader instrument. The volume of the leak was not specified and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing through pinch valve pv27 had a hole in it. The fse replaced the tubing and the instrument ran without any leaks. (B)(4).